Manufacturer narrative:
Findings: inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications with accurate readings. See attached file for results. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customers current blood glucose level was 50 mg/dl at the time. No symptoms or treatments were noted. It was determined that the sensors were working fine. Troubleshooting was rejected for low blood glucose. Customer was advised to contact the healthcare provider about the causes of low blood sugar. Nothing was returned or shipped.